Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added.. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, rhe definitive root cause could not be determined; however, when inserting or removing the endo-therapy accessory and the syringe from this product attached to the endoscope, inserting or removing the endo-therapy accessory, etc. With the endo-therapy accessory and syringe tilted relative to the product may cause overload to be applied to the surrounding area that is off the center of the rubber valve, causing the rubber valve to become damaged. The event can be prevented by following the instructions for use: we have confirmed that the following procedures and cautions are included in section 9.4 and 9.5 of the maj-210 IFU. (Reference: maj-210 IFU_rc9081_rev.03.pdf) 9.4 feeding and aspirating solution with a syringe insert a syringe firmly and hold it perpendicular to the valve. Feed or aspirate solution from the syringe as necessary. 9.5 inserting and withdrawing the endo-therapy accessories insert the endo-therapy accessory into the valve as straight as possible. Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged. We also confirmed that the maj-210 medical device package insert states that inserting and removing the syringe or the endo-therapy accessory angled from the biopsy valve is an incorrect usage method. We also confirmed that it states that this may cause the forceps plug to break and pieces to fall into the patient body. (Reference: maj-210 gr9895_rev.17.pdf) olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic bronchoscopy, the rubber parts on the inside of the biopsy valve would break every time the forceps were passed through. Since the device was still in usable condition, it was used as is to complete the procedure without reports of any patient harm. It was determined that no part of the device fell off. The device was inspected prior to use with no issues noted.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.